Event description:
The customer observed higher than expected vitros glu results on three patient samples, when processed on a vitros 5600 integrated system. Patient 1 vitros glu result: 532.5 vs. Expected 149.9 mg/dl. Patient 2 vitros glu result: 553.4 vs. Expected 85.6 mg/dl. Patient 3 vitros glu result: 547.5 vs. Expected 102.8 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported outside the laboratory; however, corrected results were issued before any patient treatment decisions were made. There was no report of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected biased results were obtained from three single patient samples processed on a vitros 5600 integrated system. The investigation was unable to determine an assignable cause, however, improper sample processing cannot be ruled out as a contributing factor. There was no indication that a reagent or instrument issue contributed to the event. The assignable cause of this event is unknown.